Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A 3.0x20mm premier¿ stent was advanced and successfully deployed and the procedure was completed. However, the patient had chest pain and electrocardiogram (ECG) changes was noted and was brought back to the cardiac cath lab. Angiogram was performed and revealed stent thrombosis. Thrombectomy was performed. No further patient complications were reported and the patient's status was good.